Manufacturer narrative:
The complaint of a leak from the nexiva IV catheter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak where the extension tubing is bonded to the pink dual port luer adapter. It was noted that the extension tubing was not properly bonded to the pink luer adapter. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After IV catheter was placed, blood appeared to be pooling out of what seemed to be a hole in the catheter tubing additional information 2/19/2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details.: no please clearly specify the location of the product leak. : on the jloop.